Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to dislocation of the stryker head from a competitor liner. Patient was revised to another competitor liner and a biolox delta ceramic head. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy. Update 07 sep 18. A review by a clinical consultant has identified range of motion issues ( bony impingement) and instability.

Event description:
It was reported that patient's right hip was revised due to dislocation of the stryker head from a competitor liner. Patient was revised to another competitor liner and a biolox delta ceramic head. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy. Update (B)(6) 2018. A review by a clinical consultant has identified range of motion issues ( bony impingement) and instability.

Manufacturer narrative:
Event confirmed following clinician review reported event: an event regarding dislocation, rom and instability involving a metal head was reported. Dislocation, rom and instability have been confirmed following clinician review. An off-label use of the stryker femoral head with competitor liner was also noted. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review by a clinical consultant noted: presence of extensive heterotopic ossifications close to the arthroplasty with likely bony impingement problems in an elderly patient with previous extensive hip revision surgery and thus associated high instability risk has contributed to an overload condition in the arthroplasty with dislocation requiring revision surgery. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot . Conclusion: a review by a clinical consultant concluded presence of extensive heterotopic ossifications close to the arthroplasty with likely bony impingement problems in an elderly patient with previous extensive hip revision surgery and thus associated high instability risk has contributed to an overload condition in the arthroplasty with dislocation requiring revision surgery. No further investigation for this event is possible at this time. If further information becomes available and/or the product is returned, this investigation will be re-opened.